Event description:
It was reported that during a pulse generator replacement procedure when the right ventricular (rv) lead was removed there was blood found on the lead. Additionally, when the lead was pulled out, the coil had stretched. The lead connector was removed and the physician connected it a non-boston scientific generator with the coil extended. Afterwards, insulation damage was seen, and the physician decided to fix the insulation damage with a repair kit, which is considered off-label use. This rv lead remains in service. No additional adverse patient effects were reported.